Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. These cartridges were discovered to leak fluid from the plunger end of the cartridge.

Event description:
The pt reported insulin leakage in the cartridge compartment with last two cartridge replacements. He stated that the cartridge plunger was aligned, the o-rings were in place, and there were no visible signs of structural damage to the cartridge or the pump piston. The pt noted that the cartridge compartment did not dry out thoroughly between the first and second cartridge leak. He said that a large drop of insulin came out of the cartridge compartment. When he removed the cartridge, he saw condensation on the inside of the cartridge plunger. He manually pushed on the cartridge plunger and saw insulin come out of the end of the tubing and on the inside of the plunger below the o-rings. The pt confirmed that he did not experience blood glucose excursions related to this issue.